Event description:
It was reported that the patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system and during defibrillation threshold (dft) test, the s-ICD failed to terminate the arrhythmia. An external shock was required in order to convert the ventricular fibrillation (vf). A revision of the s-ICD electrode was performed four days later and subsequent dft test was successful. The s-ICD system remains in service and the patient is doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of difficulty converting rhythm (induced) is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of difficulty converting rhythm (induced) is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this difficulty converting rhythm (induced) has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that the patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system and during defibrillation threshold (dft) test, the s-ICD failed to terminate the arrhythmia. An external shock was required in order to convert the ventricular fibrillation (vf). A revision of the s-ICD electrode was performed four days later and subsequent dft test was successful. The s-ICD system remains in service and the patient is doing well. No additional adverse patient effects were reported.